Event description:
Customer states she could not test on the device due to various errors on the s active meter and subsequently passed out. No medical treatment received. Requested return of suspect device and replacement was sent. No information provided to indicate where issue occurred.